Manufacturer narrative:
According to the facility, "bulb syringe (48894) is not suctioning mucus effectively. There is a significant delay after being compressed and is not operating as previous versions." Per the facility, "slight delay in care was reported, no harm." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the facility, "bulb syringe (48894) is not suctioning mucus effectively. There is a significant delay after being compressed and is not operating as previous versions." Per the facility, "slight delay in care was reported, no harm."